Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor (gold). Unable to confirm reservoir anomaly due to motor error alarm. Pump passed displacement test, self-test, and unexpected restart error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump was monitored and tested with no blank display, no unexpected restart alarm, and no motor noise anomaly noted. Pump received with moisture damage on lcd board, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and has been exposed to moisture. Customer stated that she was sweating heavily on her chest and that where he keeps her pump at. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer reported that the pump was exposed to sweat. Customer keeps the pump on chest and woke up heavily sweating. Customer stated the pump display when blank immediately after exposed to moisture. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.